Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the shell impactor was attached to the shell in the proper fashion, the surgeon struck the impactor 3 times, then felt the impactor handle loosen. The bolt sheared off inside the threads of the shell. All pieces were recovered, and a new shell was opened. The impactor handle was fitted with a new connecting bolt, and the new shell was inserted with no further issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows the threaded portion had been fractured. Sem results show fast fracture type bending overload failure with varying amounts of inserter thread engagement in the shell at the time of the fractures. Fracture initiation sites were single or multiple. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.